Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue a trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: .customer states unit was returned for repair twice and they still have the same issue. .repair depot reported they could not duplicate the customer stated issue. . Recommended customer send in for repair. Informed the customer I will notify the repair depot to prioritize the 8015 repair. .transferred to repair team to send in for repair. Ended call.